Event description:
It was reported that pump displayed malfunction alarm malf 0 with fault ID 0-0x277d, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in performing pump reset, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction alarm returned, which customer acknowledged and understood.